Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter at 9.00am was 4.7 inr. At 10.40am, the result using the doctors coaguchek xs meter serial number (B)(4) and test strip lot 26683513 was 3.6 inr. There was no allegation of an adverse event. The patient had no recent dietary or medication changes. The patient had antiphospholipid antibodies. Relevant retention test strips (lot 266835 and 286324) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.

Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips, lot 286324-13, and retention test strips, lot 266835-10, were measured with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Returned customer strip lot 286324-13. Donor #1: retention meter and master lot strips: 2.4 inr. Retention meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Retention meter and customer strips: 2.6 inr. Retention strip lot 266835-10. Donor #1: retention meter and master lot strips: 2.4 inr. Retention meter and retention strips: 2.3 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Retention meter and retention strips: 2.7 inr. The maximum difference between measurements with the same blood sample was 4 %. Returned customer material and retention material complies with specification.